Event description:
It was reported that catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. There were no problems during the first use of the device. On second usage, before the catheter was inserted into the guide catheter, severe twisting was noted on the proximal side of the distal shaft. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device underwent analysis. Visual inspection revealed kinks in the sheath and telescope assembly and a twisted sheath. Analysis confirmed the reported clinical observation of catheter twist.

Event description:
It was reported that catheter issue occurred. An opticross hd was advanced for an ultrasound examination of the target lesion. There were no problems during the first use of the device. On second usage, before the catheter was inserted into the guide catheter, severe twisting was noted on the proximal side of the distal shaft. The procedure was completed with another of the same device. No patient complications were reported.